Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a e3kit - e3contra e3 6:1 contra-angle has an error 2, the contra angle is creating resistance. The motor will not run. There is no repair available, customer needs to purchase new motor. No injury.